Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device produced a low flow rate (0.1lpm), with 2 pads during normothermia, and then abruptly stopped. When the low flow issue initially occurred, there were a set of 5 pads used on the patient; however, the 5 pads were replaced with 2 chest pads. Because the low flow persisted, the device was replaced with a second arctic sun device, and the 2 chest pads produced a flow rate of 0.2lpm. Subsequently,the second device abruptly stopped as well, due to the low flow rate. Per troubleshooting, the pads were disconnected and reconnected, but the flow did not improve. As a result, the second device was replaced with a cooling blanket, and therapy was completed on the cooling blanket without any further issues.